Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap was cracked. This was found in the clinic when a nurse noticed that the minicap on the patient's transfer set was cracked. The patient did not notice any damage to the cap prior to securing it to their transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection detected a crack located in the in the knit line area just about the outside finger ridges. Functional testing was performed on the minicap sample by underwater pressure testing. A leak was not detected, indicating a surface crack. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.